Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during testing, it was observed that the two compact air drive devices had unspecified malfunctions. During service and evaluation, it was observed that the motor on one of the devices had seized, jammed and moved heavy. It was further determined that the trigger springs were rusted and broken. It was further determined that the device failed check function of soft mode switch (safety system) and check for untrue running at pretest. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.